Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a fingerstick glucose of 356 mg/dl and no reported symptoms, after having disconnected from the pump to administer a rapid-acting insulin injection; device reports indicated insulin delivery and the user had recently started therapy with conservative dosing. Symptoms included elevated blood glucose without associated complaints. Outcomes included completion of troubleshooting and education, with guidance to monitor for glucose decrease. Investigation included review of device delivery data and user-reported use conditions. Investigation of this case revealed no device malfunction was identified, and the event was attributed to unclear cause in the context of early therapy and off-pump insulin administration. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.